Event description:
The customer reported a false negative result with the binaxnow covid-19 self-test for multiple tests performed. The customer was not able to provide the exact date of the tests. This MFR. Report addresses test two (2) of four (4). Pcr confirmation testing was performed on (B)(6) 2022 and generated a positive result. Per customer, he had persistent cough. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01587 through 1221359-2022-01590.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179552 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 179552, test base part number 195-430wl/ lot 178284. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 179552 showed that the complaint rate is (B)(4) (1/285708). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.